Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in a line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during use with patient involvement. The customer restarted therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.